Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's recharger showed full coupling when the patient was standing but only a couple boxes were filled in black when she was sitting. The patients implantable neurostimulator (ins) was moving in the pocket. This problem began when the patient had the ins moved due to weight loss. A different recharger was tried and got the same results. Adhesive disks were sent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient lost (B)(6) pounds and her implant was moving around. The health care professional (hcp) revised the patient¿s implant on the day of the report. When the patient got home, the orientation of the implant was ¿off.¿ the patient just had surgery and was not ¿up to changing the setting¿ when she was told she could turn the sensing off manually.